Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: july 06, 2016. (B)(4).

Event description:
End user reports having a weeping rash under the bottom portion of the tape collar for months, which is now growing under side of collar; however her skin is clear to top portion of tape. She has seen a physician and was treated with prescription hydrocortisone cream. She also reports the rash is malodorous.